Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon was able to articulate vessel sealer extend instrument but was not able to open and close jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vesel sealer extended instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection found no damage. No dislodged grip ring or grip ring screw inside the house. The instrument was tested on an in-house system and passed engagement and recognition tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Master supervisory controller (msc) logs displayed one engagement failure with error code 22020, and the engagement logs were unable to be retrieved. Additionally, the instrument was returned with missing integrated cord. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.